Manufacturer narrative:
Calibration and qc were within acceptable range. Based on the qc recovery, a general reagent issue can most likely be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant low results for 4 patient samples tested for elecsys estradiol iii (estradiol iii) on a cobas e 801 module. All 4 patients had an initial result of 5.00 pg/ml. 1 patient was tested on (B)(6) 2019 and 3 patients were tested on (B)(6) 2019. The low results were reported outside of the laboratory. No action was taken based on the low results. Patient 1 was repeated on (B)(6) 2019. All other patient samples were repeated on (B)(6) 2019. Patient 1 repeat results were 33.2 pg/ml and 33.5 pg/ml. Patient 2 (female, date of birth (B)(6)) repeat result was 36.6 pg/ml. Patient 3 (female, date of birth (B)(6)) repeat result was 37.3 pg/ml. Patient 4 (female, date of birth (B)(6)) repeat result was 31.6 pg/ml. There was no allegation that an adverse event occurred. The estradiol iii reagent lot number was 35957902 with an expiration date of 30-sep-2019.